Event description:
The facility reported an infusion pump with failure code 810:02. The event was reported to have occurred during patient infusion during surgery. The hospital representative stated there was no patient injury or medical intervention.